Manufacturer narrative:
Result: motion interrupt pan, missing hardware.

Event description:
It was reported by service report that the motion interrupt pan is damaged. It was further reported that the litter was missing hardware. It is unk if there was pt involvement or if there are adverse consequences to report.